Event description:
Ous MDR - after an implantation period of approx. 19 months oversensing was observed (several episodes with artefacts in the ICD storage of < 140ms). The lead was explanted and replaced.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. This inspection showed multiple signs of abrasion along the lead body. Especially in the distal area, the insulation was damaged due to fraying. This damage is with high probability the cause of the artifacts complained about. The observed damage manifestation speaks for unexpectedly early wear and tear of the lead, which leads to the assumption of strong mechanical stress of the lead. Reasons for an increased stress level of the lead in the implanted state cannot be determined conclusively without x-ray images, diagnostic images of any other kind, and further information about the patient. An accumulation of various influence factors should be considered. This includes a strong ingrowth behavior of the lead in the distal area and an unfavorable implantation position of the lead. In addition, both the individual anatomy and an increased physical activity of the patient, especially in regard to the upper body, play a role. During the mechanical analysis, a mandrin could not be advanced completely into the lumen of the lead. The subsequent examination showed dried blood residue in the interior of the lead. No deviations could be found during the electrical analysis. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.